Event description:
A female pt, underwent injections of restylane in approximately 12/05 into her nasolabila folds. The next day, there was a small indentation in the left nasolabial fold and the physician injected her with more restylane at the indentation. The same restylane syringe with a different needle was used the second time. After the injection the second day, the physician noticed a 3/4 cm dark red line at the injection site of the left nasolabial fold, which looked like the track of the needle and looked like clotted blood. He did not advise treatment. The pt was seen some time in 04/06 and the line was still present, and was brown. The restylane lot number and expiration date were not reported.